Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the ventilator displayed tf:9433 while venting a patient. The ventilator was switched with another one. No harm to the patient, user or third party was reported.